Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates after loading a cartridge. Reportedly, the cartridge was filled with 120 units of insulin. The customer's blood glucose level was 105 mg/dl. The customer confirmed that the current cartridge would continue to be used. Although requested, no further information was provided on the reported event.